Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed there was a split in the tubing through vl 46a causing the leak. The fse replaced the tubing resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of unspecified volume from a coulter lh 750 hematology analyzer during instrument startup. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.